Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer received a no delivery alarm and a no power alarm. Customer changed the battery of the pump but the alarm would still go off. Customer's blood glucose level was 200 mg/dl. Customer's daughter reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was worried because the battery is changed every time an alarm occurs. Customer was using an aaa (B)(6) battery. Customer stated that the battery cap was also damaged. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump. No further assistance needed.